Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Unique device identifier (UDI): in the absence of reported part and lot number, UDI cannot be provided. There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effect of restenosis, as listed in the xience instructions for use, is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. It should be noted the xience (B)(6) instructions for use states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions.

Event description:
It was reported through a research article identifying 3.0x18 mm xience v stents that may be related to a vasoconstriction, inflammation, mild neointimal formation and stenosis. Specific patient information is documented as unknown as this article involved mini swine. Details are listed in the attached article, titled: comparison of vascular response between durable and biodegradable polymer-based drug-eluting stents in a porcine coronary artery model.